Event description:
Beginning in 2004, pt began having many problems using the minimed quick set plus infusion set that pt had been using with the minimed paradigm insulin pump. This problem continued for 1 month in 2004, when pt discontinued use of the quick set plus infusion set. The tape on the infusion set did not adhere well, and almost never lasted the three days it was supposed to stay on. Several times, the adhesion became so poor, the infusion set pulled off entirely, and pt had to prematurely change the entire infusion set. A hug waste of time, money, and supplies. As of april, 2004, pt had trouble with the catheter part of the tubing of the infusion set kinking at a 90 degree angle under the skin. The only way to determine the tubing was kinked was to remove the entire adhesion part of the infusion set, which was extremely wasteful. When the catheter tubing kinked, the flow of insulin would be disrupted, or completely blocked, and pt would not be receiving the insulin pt uses to live. For aproximately the entire month blood sugars were running between 200-400 mg/dl, when normally they are between 70-140 mg/dl. Pt ceased use of the quick set plus in early the next month, after a great deal of exasperation, frustration, and feeling awful for a month.